Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the pt's precision system was explanted due to an infection at the incision site. The pt was prescribed IV antibiotics during the explant and oral antibiotics for after care. The pt is reportedly doing well following the explant.